Event description:
A hosp nurse reported that two wires from two disposable papillotomy knives broke during an endoscopic retrograde cholangio pancreatography procedure. One wire veered to the right and burnt the duodenal tissue. The nurse stated that the small burn did not require treatment. The procedure was discontinued and the pt was scheduled to return the following day.